Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility rep. "[Facility] called and would like this rental unit replaced, unit was on a pt and staff heard a "popping sound" and pt began to desaturate, pt was placed on another hfov, no pt compromise. Unit did keep running and no alarms were noted, he feels that unit is ok, but staff is leary about continuing to use unit, will authorize a service replacement and will have hill rom check out unit and report any findings to us."

Manufacturer narrative:
The following info concerning the eval of the device is a summary of the info documented by a viasys tech support specialist in response to a phone conversation with a (third party service company) rep. The (third party service company) service tech evaluated the unit and was unable to reproduce the reported event. Thus no root cause was determined. During the eval, it was discovered that the water trap bowel is cracked and that there is a slight "audible" leak. The customer may have heard the bowel crack which could account for the "popping sound" they heard. Additionally, unrelated to the reported event the service tech also found that the power knob was not functioning to specifications. The service tech replaced the affected components and ran the unit through a complete checkout to ensure that it meets all factory specifications. Upon completion, the unit was returned to the rental pool ready to be placed back into rental service.